Event description:
When the box was opened staff noticed a small, stringy substance, red/brown in color on the outside of the lubricant package. Staff felt this contaminated the entire box and it was not used.====================== manufacturer response for wound retractor, applied medical======================no response to message.